Event description:
During routine explant of venous access device, catheter was removed and noted to be severed in two pieces with x-ray confirming that the remaining piece of catheter was in the pulmonary artery. Pt taken to special procedures for pulmonary angio and removal of remaining piece of catheter. Dc'd home stable without injury. Catheter was flushed in march by home health nurse without problem.